Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, oasis medikal thorugh wellspect healthcare is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received which will change the conclusion, a follow up report will be filed.

Event description:
Lumps on urinary catheter may have caused bleeding on the patient which resulted in a short hospital visit. There was no permanent damage.